Event description:
It was reported that during surgery, when the tapered screw was being inserted in the tibia side, the threads were damaged. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported 9x25mm biosure ha screw, used in treatment, has not been returned evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. Clinical details were provided confirming a tunnel of 8mm was utilized. Using a tunnel 1mm smaller than the screw brings the hard cortical surface of the bone into play making this a hard bone application which likely led to the reported failure. Per the device instructions for use ¿in hard bone applications a tap 1mm larger than the screw is recommended¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 9x25mm biosure ha screw, used in treatment, was returned for evaluation. Visual assessment of the screw confirmed the complaint. The treads of the screw have been stripped off of the screw body. The screws major diameter and wall thickness were measured and found to meet print specification. Clinical details were provided that a tunnel of 8mm was utilized and that no additional prep devices were utilized. Using a screw 1 mm over the size of the tunnel caused the screw to come in contact with the hard cortical bone surface, which led to the threads being stripped off. Per the device instructions for use ¿prepare the tibial and femoral tunnels in accordance with the accepted surgical technique. Place the graft into position in the tunnel. Choose an appropriate size biosure ha interference screw¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.